Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella cp was implanted to support a patient with ami/cgs. The patient had a left main coronary 100% occluded. The pump generated low purge pressure so the purge cassette was replaced. Additionally, the guidewire was replaced as it appeared defective. After eight days of support the patient expired from multi organ failure.

Manufacturer narrative:
Remove pump ip as there are no allegations against the pump and move death to guidewire ip. See MFR. 1220648-2026-05160 for investigation of death.